Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the defective brake on the last joint of arm 1 and error 23070. Fse replaced the set up joint (suj) 1 to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the set up joint (suj) 1 elbow brake was defective and remained permanently released. There was no report of patient involvement or patient injury.